Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving hydromorphone (15 mg/ml and 6.101 mg/day) for non malignant pain. It was reported that the patient missed a refill due to reading the patient therapy manager (ptm) low reservoir alarm date wrong. The nurse stated the pump went empty today. She refilled the pump and no dosing change was done and no priming was done. The nurse stated the erv was 0 and the arv was 4.5ml. The patient had a known volume discrepancy like this (4+ml for years). The nurse stated the doctor thinks there was a catheter issue but no troubleshooting has been done. They will be addressing this when the patient get the pump replaced in the future. Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug. The indication of use was non-malignant pain. It was reported that the nurse called about a empty pump reservoir alarm and then mentioned that the doctor was suspecting a catheter issue due to the fact that the patient has volume discrepancies at refill where the arv is greater than the erv by 4+ml. The nurse stated this has been going on for years. There has been no troubleshooting for this issue and stated the provider will address this when the patient has the pump replaced in the future.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6): product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that during the last two pump refill appointments there had been a significant difference in expected reservoir volume (erv) and actual reservoir volume (arv). The caller stated that at the previous refill the hcp got back 10 ml more than expected and during the refill today the erv was 7.4 and the arv was 11.5. No symptoms were reported. The caller was re-directed to follow up with the hcp. No further complications have been reported as a result of this event.